Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings and the front end sleeve on the attachment device were damaged. It was further determined that the device had vibrations. This event did not occur during surgery. There was no patient involvement. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.